Manufacturer narrative:
Device evaluation: the material was sent for a fourier transfer infrared spectroscopy (ftir) analysis. Analysis indicates that a crystalline substance from the interior of the cartridge is salt (sodium chloride). Throughout the manufacturing process there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulates or substance. Based on the evaluation observed, it is not possible to confirm if the particle observed is related to manufacturing, as the reported lens was handling and prepared for surgical procedure. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/30/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck in the cartridge tube of a non-amo cartridge. Lack of lubricant material was also observed in the cartridge. Due to the conditions of the sample returned the customer's reported complaint for debris on the lens could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white powdery substance was observed on a zcb00v 19.5 diopter intraocular lens (iol) upon opening the wheel case of the lens. Therefore, the doctor did not use the lens. Reportedly, there was no patient involvement. No additional information was provided.